Event description:
After the functional check setup the unit was "on" and inflated so fast the connected test lung blew off. The responding siemens engr. Figured out both (inspiratory and expiratory) pressure transducer defective showing - 9.8 at the message window. Adjusting potentiometer had no response after rv1 adjustment. After replacing both pressure transducers the machine works within MFR specs.